Event description:
The customer reported that the keypad on her insulin pump was not responding. She was advised to discontinue use of the pump and revert to a back-up plan. The customer also stated she received battery out limit alarms when the batteries were out of the insulin pump for less than a minute. The customer further stated that the display never returned after inserting a new battery. No apparent damage was found. The customer was again advised to discontinue use of the pump and revert to a back-up planthe customer's blood glucose level was 250 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with missing segments due to bleeding lcd glass. No blank display noted. Unable to verify unresponsive buttons and battery out limit due to missing segments display. The device also was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.